Manufacturer narrative:
The ge service rep conducted an onsite investigation. The control panel encoder board and the controller printed circuit board were replaced. The nodes were erased and the calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed an x-ray on error message. No pt injury was reported.